Event description:
The customer reported when plugged in and off is selected, the alarm goes off by itself and it cannot be turned off. The batteries must be removed to cut it off. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported when plugged in and off is selected, the alarm goes off by itself and it cannot be turned off. The batteries must be removed to cut it off. No pt involvement was reported. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. Based on the customers' report, we will consider this a malfunction. We cannot determine the cause.